Event description:
Following craniotomy, a pt had had an "et" tube securred with cloth adhesive tape. The "et" tube was not wrapped behind the neck because of circulation problems. While pt was being turned onto side, et tube slid out. The customer alleges that the tape was not adhering well. The pt had moist skin and the tape was being changed every two hours. When the tube slid out pt had bradycardia, coded and was shocked. Pt had two rounds of drugs and was revived. Pt was resuscitated successfully and tube was reinserted promptly due to the emergency. Subsequently, the pt died on november, but according to the customer it was unrelated to the tape. Tape samples were returned to the MFR and tested within specification for adhesion.